Event description:
There was not a patient involved in this event. During operating room sterile set up, sterile pack found to have "debris" that appeared to be a mouse/rat feces dropping. The foreign matter was found within the medline gown in the outer fold of the alcon pack. No patient was exposed to the room. Once the debris was found, the room was torn down and all packs with the same lot number were pulled from supply circulation. Reference report: mw5119239.